Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained trephine attachment shows that indeed three of the front teeth are completely broken off. We cannot reliably determine the cause which has led to this breakage. It is likely that the trephine had contact with metal (guide wire) and shattered in bits. Further investigation regarding the manufacturing documents show conformity to the specification. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during harvesting of bone graft from the iliac crest the surgeon noticed three teeth of the trephine from the synthes bone graft harvesting set were broken off and missing. The surgeon found one in the cavity and one in the harvested graft. The third tooth was not found. An x-ray was taken of the iliac crest and no evidence of the missing trephine tooth was witnessed. The no reported harm to the patient. There was a ten minute delay in theatre time. This is report 1 of 1 for (B)(4).